Event description:
It was reported to depuy acromed that moss miami outer nuts became loose and caused the rod to rotate post-operatively. A revision surgery was required to remove the construct. A dimensional analysis was performed and the outer nuts conformed to specifications. The returned construct was re-assembled and functionally checked. The outer nuts fit securely to the screws. The most likely cause of the event is improper tightening of the outer nut and inner screw. If the inner screw is tightened too much before the outer nut is applied, the flanges on the screw can spread. This could prevent the outer nut from being tightened completely. The outer nut should be tightened completely before the inner screw to prevent the flanges from spreading. No further action is required.